Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent anterior cevical corpectomy. Post-op patient developed bilateral pain, weakness, numbness.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, the patient underwent c5 corpectomy utilizing 11*14*8 mm end cap. Reportedly, the construct was packed with rh bmp-2/sponge. It was further reported that post-op, the patient developed progressive bi-lateral paresis in both upper extremities and hands, incontinence gait, dysphonia and dysphagia. The posterior laminectomy revision was performed.